Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top case had a cracked front corner. The pump event history showed a travel course reverse and plunger not in place alarms in history. The reported issue could not be verified or duplicated after flow and occlusion tests. After checking alarm history the technician noticed the clutch was released during an infusion causing the travel reverse alarm and plunger not in place alarm which caused the reported issue. The root cause was determined to be user error. The technician performed preventive maintenance (pm). Performed function and delivery tests which passed.

Event description:
It was reported that a travel reverse error and syringe sensor were observed. No patient injury was reported.